Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a cine drive not available error and had a loss of cine function. No pt serious injury or death was reported related to this event.